Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. And a tear was observed on the anterior aspect, measuring approximately 0.2 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient has undergone explantation and replacement with 550cc smooth mentor memorygel breast implants, catalog # 3505501bc, left serial # (B)(6) and right serial # (B)(6) on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with 475cc mentor smooth round moderate profile saline breast implant has experienced postoperative left-sided implant deflation. Patient woke up and noticed a flat breast on the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.